Manufacturer narrative:
An investigation was launched into this event by the manufacturer (oo). A review of relevant complaints history revealed that the manufacturer has been made aware of 6 other revisions due to dislocation related to the use of opsinsight, over a rolling one-year period. A review of product history records was performed which revealed no anomalies which may have caused or contributed to this event. Product history/batch records for opsinsight are free of any deviations/concessions/nc's, and the design of the product and/or the production processes associated with ops insight remained unchanged. Upon investigation, it was found that there were no issues with the ops plan provided to the surgeon for this patient and the occurrence of this event has been deemed unrelated to the use of ops technology. Further investigation revealed that the surgeon did not follow the validated planning on opsinsight. The surgeon chose to change the stem type planned and did not achieve the originally planned cup orientation or stem version. The surgeon originally planned a supine cup orientation of 40°/22° while the post-operative analysis showed he achieved a cup orientation of 47°/19°. The pre-operative case showed that the patient had a native femoral version of 25° and the surgeon validated 27° stem version. However, the surgeon during surgery had placed the stem much more anteverted with 44° of stem version. Based on the above, the root cause of this event has been identified as misuse/user error and oo now considers this case closed. No further actions are necessary and there is no evidence to suggest that this issue is systematic. This issue will continue to be monitored for recurrence. No corrective or preventative action is determined to be necessary at this time. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision surgery due to dislocation. Patient was revised. Head & liner explanted. Cup & stem remain in-situ.